Event description:
It was reported that during a procedure to treat in-stent restenosis in the proximal left anterior descending artery (lad) after pre-dilatation with a 3.0 x 13 mm non-abbott balloon dilatation catheter (bdc), the 3.5 x 38 mm xience prime stent delivery system (sds) was advanced but could not cross the lesion. It was noted that the sds proximal shaft near the y-connector separated. A 3.0 x 32 mm non-abbott stent was successfully deployed and post-dilated using a 3.5 mm non-compliant bdc. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that the procedure was to treat in-stent restenosis in the proximal left anterior descending. It should be noted that the xience prime everolimus eluting coronary stent system electronic instructions for use states: the xience prime stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. Based on the reviewed information, no product deficiency was identified.